Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was advised to reset the malfunction code, but the reset was not completed as the customer did not have the necessary charging supplies while driving home. Technical support planned to follow up with the customer to assist with resetting the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.